Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited increased ventricular threshold measurements shortly after implant. Ventricular loss of capture was noted.